Event description:
Additional review corrected that the patient did not have return of symptoms; the patient had some symptoms on her left side that she never had before. The patient was not feeling any side effects other than ¿it just did not feel right.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v835130, implanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# v835130, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient had a return of symptoms on the left side of their body. There were no known falls or trauma that contributed to the event. It was stated that the patient turned their head to the left and heard an internal "pop" sound near their head. The patient's arm was numb from the wrist to the mid-arm. The patient also experienced dyskinesia around their shoulder. X-rays were taken and everything was believed to be "good" around the right lead, but on the left lead they noticed a "fine kink or pinch" on the x-ray. The patient had an impedance value of 34 ohms on the 8-9 bipolar pair. C8 was 798 ohms and c9 was 798 ohms. The patient was programmed on c+, 8-. Reprogramming to c+, 10- was attempted but it did not help with symptom control. There were no other symptoms reported, and no shocks reported. It was stated that the impedance issue was new, and that it wasn't an issue in the operating room. Three days later, it was reported that the physician used different contacts to obtain therapy. There was no intervention needed and the device was not explanted. It was stated that the patient was "doing well" now that she was reprogrammed. No further information was provided.